Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the gel of four tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jul-2025. Investigation summary: bd received 22 samples and one photo for investigation. A visual inspection was conducted on the 22 returned samples, and all failed due to the presence of air bubbles in the gel. Additionally, the customer photo showed four tubes, each also containing air bubbles in their gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the gel of four tubes. No adverse impact was reported regarding the patient or user.